Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 94361li00. A review of tracking and trending identified no trends associated with the complaint issue. Return testing was available but not returned. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of the lot number in questions was tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94357lii00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94357li00 (this lot contains the same bulk material as lot 94361li00) detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency of the architect anti-hcv assay, list number 06c37, lot 94361li00 was identified.

Manufacturer narrative:
Added second analyzer used in testing. An evaluation is in-process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79.

Event description:
The customer observed (B)(6) anti-hcv results while using the architect anti-hcv assay. The customer provided the following data (s/co): sid (B)(6): on (B)(6) 2019: (lot 94361li00) (B)(6), (lot 89034li00) (B)(6), (lot 89034li00) (B)(6), (lot 89034li00) (B)(6). The specimen was tested on another instrument, (B)(4), tested with lot 94361li00: (B)(6). No impact to patient management was reported.